Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported the system was displaying a " localizer faulted" error. The ndi toolbox was checked. The bump status and internal temperature had yellow boxes around them, but the event logs did not display a bump sensor fault. No patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 97 35821; product description camera 9735821 vega base s8 svc; serial/lot number - if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that optical camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H3: the camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had many nicks and scratches all over the housing, including both lenses. A check of the event log showed intermittent entries for firmware incompatibility dating back to may 2019. There were also intermittent entries for illuminator current low dating back to oct 2019. More recently there were erroneous entries for bump and storage temperature due to a low voltage battery. Otherwise, the psu also failed an accuracy test (aak) at .45 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis and system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.